Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned product consisted of the watchman access sheath (was) device. The device was bloody inside and outside. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed a kink in the sheath located 31 cm from the tip, and tip damage (delamination and abrasions) consistent with implant recapture. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2017-10341. It was reported that the pacemakers atrial lead become dislodged. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used; however, the closure device did not meet pass criteria due to a compression rate of less than 8%. A 30mm watchman ® laa closure device was selected and deployed. X-ray images showed that the closure device appeared to be flattened along the top surface that matched the location of a pectinate ridge. A couple of partial recaptures were attempted to encourage the shoulder of the closure device to open, but it remained flattened. The closure device was fully recaptured and its delivery system was disconnected from the was. Examination of the wds revealed that the closure device was bent inside the sheath. When the 30mm closure device was deployed on the sterile field, they saw that one of the nitinol struts had been pushed in. A second 30 mm device was deployed in the appendage. It fulfilled the release criteria and was released. At this time, the physician noticed that the atrial lead of the patient's non-bsc dual chamber pacemaker had become dislodged. The pacemaker and its leads had been implanted only a week ago. After the watchman procedure was completed, the physician proceeded with a lead revision. Additionally, product analysis completed on (B)(6) 2017 revealed a kink and delamination of the inner lining of the was.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pacemaker lead had been implanted for 5 days and may have been detached when they exchanged the double curve access system for an anterior access system.